Manufacturer narrative:
The alleged event was not reported during surgery and no pt was present. The device lot number and manufacture date is dependent upon the manufacturer receiving the part back for eval. The suspect device has not been received by the manufacturer for eval.

Event description:
A site rep reported that the percutaneous reference cross pin that adjusts the angle of the frame does not tighten. This event was not reported during surgical use and no pt was present.